Event description:
The pt tested her blood glucose on suspect device and it was 136 mg/dl. She was not feeling well so she called the paramedics and she was taken to the hosp about 15-20 minutes later. Her blood glucose was tested and it was 40 mg/dl. She was given "2 green pills" and stayed at the hosp for 6 hours.